Event description:
Further information was received indicating the patient had an x-ray examination which showed a lead slack issue. The lead was replaced to resolve the event.

Event description:
The lead was capped and replaced to resolve the event.

Event description:
During a remote follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Additionally, it was reported that the patient experienced dizziness, however, it is unknown if the patient's symptoms are related to the noise, oversensing and pacing inhibition observed on the lead. A lead replacement procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.